Event description:
Three years ago, patient underwent surgery and 4 rigid l plates were placed in the maxilla. At 6 week check up, patient was fine. Approximately 8 - 12 weeks post op, patient had her braces removed. Patient then moved out of state. In 2009, while new dentist was evaluating tooth problem because pt not wearing retainer, scan showed that she had a non-union and instead a fibrous union of the maxilla. On CT it showed that all of the plates had fractured. Patient says there was no history of trauma, could chew, with no malocclusion. No history of bruxism. Screws were not loosened but were overgrown into bone. Pt stated "jaw had always felt loose" since initial surgery. Patient returned to original surgeon and was reoperated three months later, to redo the surgery. No similar events exist in database. IFU does state that use of undersized plates may result in fracture.

Manufacturer narrative:
Unable to determine at this time. Part breakage is consistent with failure to fixate with two screws on both sides of fracture site, however, the number of screws returned (15, 4 plates, 4 holes per plate) does indicate that this is not the case. It is not known what type of force was applied removing braces or fitting for retainer while patient was still in consolidation stage. IFU states that use of undersized plates may lead to fracture. There is no history of a similar event in our database.